Manufacturer narrative:
Handle weldment.

Event description:
It was reported by service report that the unit's zoom won't go forward; it works intermittently at times. No pt involvement or adverse consequences are reported.